Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester stated that half way into harvest on a difficult leg the harvesting tool shaft bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester stated that half way into harvest on a difficult leg the harvesting tool shaft bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection conducted. Small amounts of blood and tissue were observed on the heating element. The shaft was observed to be bent at the middle of the harvesting tool. A microscopic inspection determined that the heater wire was slightly flexed at the center of the hot jaw. The heater wire remained attached at the tip and at the base of the hot jaw. No other failures were observed. Based on the results of the evaluation, the complaint for the reported failure "bent shaft" and analyzed failure "bent; wire" was confirmed. Specific actions for the analyzed failure "bent wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection conducted. Small amounts of blood and tissue were observed on the heating element. The shaft was observed to be bent at the middle of the harvesting tool. A microscopic inspection determined that the heater wire was slightly flexed at the center of the hot jaw. The heater wire remained attached at the tip and at the base of the hot jaw. No other failures were observed. Based on the results of the evaluation, the complaint for the reported failure "bent shaft" and analyzed failure "bent; wire" was confirmed. Specific actions for the analyzed failure "bent wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester stated that half way into harvest on a difficult leg the harvesting tool shaft bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.